Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported skin irritation in the form of general redness, itching, rash, and open sores. The patient did seek medical treatment and was treated with an otc medication. The patient reported that they did not follow proper skin preparation.